Manufacturer narrative:
Of the two malfunctions, one lot number was provided, and a lot history review was performed. The devices have not been returned for evaluation; however, medical records were provided for one malfunction; the investigation confirmed perforation of the ivc and limb detachment, but is inconclusive for filter tile. The other investigation is inconclusive for the tilt, perforation, and detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced tilt, detachment, and perforation. This information was received from various sources. Of the two malfunctions, one was a (B)(6) year-old female; weight not provided. The other patient's age, weight, and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced tilt, detachment, and perforation. This information was received from various sources. Two female patients ages were reported ranging from 27 to 37 years. The weight of one patient was 69 kgs. All other patients information was not provided.

Manufacturer narrative:
H10: lot number was not provided for both malfunctions, and lot history reviews were not performed. The devices have not been returned for evaluation; however, medical records were provided for both malfunctions. For one malfunction, the investigation confirmed perforation of the ivc and limb detachment, but is inconclusive for filter tilt. For another malfunction, positioning issue, migration and difficult to remove codes were added additionally and the investigation is confirmed for perforation of the inferior vena cava, filter tilt, filter limb detachment, filter migration, positioning issue, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: b5, d4 (corporate lot no), g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.